Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had recurring no delivery alarms. Customer stated they have not tried all remedies for the alarm. It was found the customer did not have a bent or kinked tubing. Customer also reported their blood glucose has been around 300 mg/dl, 400 mg/dl and 500 mg/dl in the past. The customer declined to return the insulin pump for analysis.